Manufacturer narrative:
H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and significant glare and/or halos are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced glare and haloes. The lens was explanted, and the problem was resolved. The cause of event was reported as unknown.

Manufacturer narrative:
D7: progressive myopia . Claim #(B)(4).